Manufacturer narrative:
(B)(4). The verrata 10185 wire was investigated according to volcano policy. Visual and microscopic inspection were performed on the returned device. Visual inspection discovered that the distal coil was curved and kinked. In addition, the distal coil tip was curled into a spiral. The kinked portion of the distal coil likely occurred during the procedure. The damage to the distal coil in the form of a spiral tip likely occurred when the wire was removed from the catheter sometime after both the catheter and wire had been removed from the patient. No evidence was found which would conclude the device was manufactured out of specification. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints via complaint review meetings and trend data.

Event description:
The customer reported, after physiology assessment of the vessel that they used an icross boston scientific ivus catheter to check the stent position. The physician saw on the angio that the distal tip of the wire was damaged by the ivus (boston) catheter and the customer had to remove the ivus boston catheter and the volcano guide wire at the same time. The customer reported there was no injury to the vessel. They finished the procedure with a new pressure guide wire. The customer reported no patient injury and patient's condition as stable.